Manufacturer narrative:
An event regarding periprosthetic fracture and subsidence involving a restoration modular stem was reported. Review of the provided x-ray confirmed the event. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: provided second revision pre-op x-ray confirms medial femoral fracture and subsidence. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, office/clinical reports, serial x-rays, and examination of the explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a revision surgery on (B)(6) 2018 for a periprosthetic fracture. He was treated with restoration modular cone conical. He subsequently fell refractured and the stem subsided. He was revised again to a larger stem and new cables. Update on (B)(6) 2019: rep confirmed the fracture was femoral. Rep provided a pre-revision x-ray and implant sheets from current and prior revision and reported no further information will be released.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a revision surgery (B)(6) 2018 for a periprosthetic fracture. He was treated with restoration modular cone conical. He subsequently fell refractured and the stem subsided. He was revised again to a larger stem and new cables. Update 18/march/2019: rep confirmed the fracture was femoral. Rep provided a pre-revision x-ray and implant sheets from current and prior revision and reported no further information will be released.